Event description:
It was reported to boston scientific corporation that in 2007, an attempt to place a wallflex enteral colonic stent. In the descending colon of a female patient, was performed. According to the complainant, the placement of the stent was unsuccessful, "as the stent had a poor position, too anal [proximal of the target location]." However, the stent was allowed to remain implanted in the patient. It was reported that, "approximately five hours after the implant of the stent, a perforation occurred"; the physician performed a "colostomy and resection of the tumor to treat [the] perforation." At the conclusion of the procedure, the patient's condition was reported as "totally recovered."

Manufacturer narrative:
Patient codes: 2564, 2552 - not labeled, 2001 - labeled. Device code: 1404 - labeled. The stent remains implanted, the stent delivery system has been disposed of, and since there was no reported device malfunction, a failure analysis was not performed. The relationship between the device and the cause for reported perforation is unknown. A device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.